Event description:
Pt said that she has had issues with the tegaderm dressings giving her a rash. Pt was instructed by md to stop taking adempas. Her last dose was (B)(6) 2022. No further information available or dates are known or were reported. All known information is contained on this form. Any additional information will be provided on a separate report. Reported to (B)(6) by pt/caregiver.